Manufacturer narrative:
H10: manufacturing review: as the lot number was not reported a review of manufacturing record could not be performed. Investigation summary: a stent delivery system was returned for evaluation. However, based on the sample returned no device deficiency could not be confirmed. As no x-ray images were provided, the reported inaccurate placement of the covered stent could not be verified. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore, previous investigations of similar complaints were reviewed. Difficult patient anatomy or a challenging placement site as well as inadequate handling during deployment may be contributing factors. In this case no details regarding patient anatomy or the deployment procedure were provided. The reported movement of 2mm does not seem to be large enough to be significant respectively requiring placement of an additional stent. No x-ray images were provided to verity the reported inaccurate stent placement. The reported inaccurate placement may be also related to a device deficiency. However, based on the sample returned a device deficiency could not be identified. Based on the information available, a definite root cause for the reported event could not be determined. Based on the information available and the evaluation of the sample returned the investigation is closed with inconclusive result. A definite root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states "the covered stent (implant) cannot be repositioned after total or partial deployment." And "for accurate placement, subtle repositioning may be performed during initial wheel activation while the covered stent is still compressed in the catheter." Regarding accurate deployment the IFU states: "do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement."

Event description:
It was reported that during a stent placement procedure, the stent graft allegedly moved 2mm resulting in another stent graft to be placed to cover the target lesion. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure, the stent graft allegedly moved 2 mm resulting in another stent graft to be placed to cover the target lesion. There was no reported patient injury.